Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient obstruction/occlusion and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported patient obstruction/occlusion and unexpected medical intervention are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
A diamondback 360 coronary orbital atherectomy device was used in a severely calcified proximal left anterior descending artery and left main coronary artery. Several treatments were performed successfully. Following the last treatment, transient slow flow was observed. Balloon angioplasty was performed to restore flow. Stent placement was performed as planned. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
A diamondback 360 coronary orbital atherectomy device was used in a severely calcified proximal left anterior descending artery and left main coronary artery. Several treatments were performed successfully. Following the last treatment, transient slow flow was observed. Balloon angioplasty was performed to restore flow. Stent placement was performed as planned. The patient was stable.

Manufacturer narrative:
Correction: g1.

Event description:
A diamondback 360 coronary orbital atherectomy device was used in a severely calcified proximal left anterior descending artery and left main coronary artery. Several treatments were performed successfully. Following the last treatment, transient slow flow was observed. Balloon angioplasty was performed to restore flow. Stent placement was performed as planned. The patient was stable.